Manufacturer narrative:
E1 "establishment name" was shortened due to character limitation, the full name is (B)(6). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. Based on the results of the investigation, physical stress was applied to the insertion section during device handling by the user. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: there was leakage at the bending area. The bending angle in the down direction did not meet the specification due to wear of the angle wire. The electric (el) connector was corroded and the insertion tube was wrinkled. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had leakages at the bending section cover. The issue was observed during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.